Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the iol was exchanged due to the patient had experienced blurry vision and the iol was "inappropriate". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).